Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during incoming testing; the high voltage module was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. The high voltage module was returned to zoll medical us; the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Analysis for reports of this type has not identified an increase in trend.